Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total knee procedure on (B)(6) 2016 and the topical skin adhesive was used to close the incision. It was also reported that a therabond dressing was placed over the topical skin adhesive application. On (B)(6) 2016, the patient returned for a routine follow-up and presented a skin reaction around the area of topical skin adhesive. The topical skin adhesive was removed and the incision was re-dressed with a dry dressing. The patient was discharged. Additional information has been requested.